Event description:
Received call asking for assistance in reviewing logs. Asked normal questions including patient harm. Sent them a link to upload logs and questionnaire for reviewing logs of which I saw there was patient expired under harm section. Would like to escalate this to have someone else answer this guy. Tf 444001 (batteries completely discharged) no indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported to FDA by user. Report reference (B)(4). Unit alarm with loss of external power and went into ambient mode. The investigation at hamilton ag reveals the low battery alarms have been ignored and therefore the device shut down during ventilation. The ventilation was and will be insufficient for the patient if the event were to recur. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur. Therefore, the event has been deemed to be a reportable event.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it cannot be confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used with a patient. The device was not connected to the ac power, ran on battery, and alarmed accordingly about the discharging of the batteries. Alarms were not taken into consideration. Due to the depletion of batteries, the device stopped ventilating. It was indicated that the patient died. The root cause was determined to be a usage error. No correction was conducted on the device. There was a patient as it was reported that the patient died.

Event description:
Received call asking for assistance in reviewing logs. Asked normal questions including patient harm. Sent them a link to upload logs and questionnaire for reviewing logs of which I saw there was patient expired under harm section. Would like to escalate this to have someone else answer this guy. Tf 444001 (batteries completely discharged) no indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator.